Manufacturer narrative:
The customer contacted a siemens customer care center. The customer replaced the reagent, ran fresh calibration and reran patient samples on the alternate advia chemistry instrument. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse changed the calibrator and ran precision testing, which was acceptable. The cse replaced the reaction tray wash unit valve that went through the reaction tray wash unit. The cse cleaned out pipes and ran wash 2 and quality control, which were acceptable. The cse followed-up with the customer and verified that there were no further issues. The cause of the discordant co2_c results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant carbon dioxide, concentrated (co2_c) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument and the results were within acceptable range. The results from the alternate advia chemistry instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant co2_c results.